Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-04878 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-01724.

Event description:
It was reported catheter aeroplane wing fracture. The affected product was used on a patient, there was impact to the patient or healthcare professional. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter aeroplane wing fracture. The affected product was used on a patient, there was impact to the patient or healthcare professional. No other information was provided.